Event description:
It was reported that a spectrum pump had a constant close door alarm in the medical surgical care area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door alarm caused by a failed upper hook switch. The upper auxiliary assembly, which contains the hook switch was replaced.